Event description:
It was reported that the surgeon had issues impacting the mating device causing a delay in surgery.

Manufacturer narrative:
.

Manufacturer narrative:
Corrections: additional information: the associated complaint devices were returned and evaluated. A visual inspection of the returned devices noted no obvious damage to the shells. The liner exhibits deep scratches/deformation on the ID and ID rim. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for listed part (B)(4) revealed prior complaints for the listed failure mode, no prior complaints for the listed lot. For the additional listed parts there are no prior complaints for the listed lot/failure mode. An evaluation performed by our quality department noted the spline profile has some damage which is causing the measurement data to be shifted off center. The evaluation of the part failure is inconclusive. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.